Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high and low blood glucose (bg) levels (20 mg/dl at its lowest and over 600 mg/dl at its highest). Low bg was treated with food/glucagon tablets and high bg was treated with a pump supply change and insulin injections. The cause of the events were unknown and the customer thought that more pump training was needed. The customer declined tandem technical support's offer to troubleshoot.